Manufacturer narrative:
(B)(4). A mandatory technical service bulletin (tsb) was issued on all impacted i2000 sr instruments. The mandatory tsb instructs field service to replace the incorrect waste system, vacuum system, and some buffer system tubings.

Event description:
Field service replaced the incorrect tubing on the architect i2000sr analyzer per the mandatory technical service bulletin ((B)(4)). There was no impact to patient results.